Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the distal connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead could not be implanted because the pin was bent on the end of the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.